Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative was unable to reproduce the issue while on site. The rep disconnected and reconnected the interconnect cable several times with no issues. All of the tests on the system checkout passed without issue. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that after starting up the imaging system, a connection to the mobile view station (mvs) was being established to the image acquisition system (ias), and then a windows error message came on the screen prompting the site to restart the system. The rep shut off the system and it stayed on a screen for 5 minutes before shutting off. The issue was not observed again once the system was turned back on. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.